Event description:
A male pt contacted lifecor customer support to report that neither battery pack will charge in his battery charger. He stated that both battery packs power up, the monitor fine. Support sent a pt services representative (psr) to the pt to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.